Event description:
It was reported that the lead was capped due to high threshold and insulation anomaly. The patient was fine after the event.

Event description:
New information notes that prior to being capped, high lead impedance was observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).